Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up, it was noted that the battery had depleted prematurely. The device estimated 3.6 months to eri. On previous interrogation in (B)(6) 2017, the device estimated 3 years to eri. Technical services confirmed that the programmer longevity estimate was inaccurate at that time due to the midlife battery longevity issue. No intervention has been done as the device remains implanted; the patient was stable and will continue to be monitored.